Event description:
The device wa used during a lap gastric bypass and the handpiece was making a squealing noise at the beginning of the resection. The doctor swapped the handpiece with another handpiece and completed the case with no pt consequence. The handpiece was found to have a loose mount.